Manufacturer narrative:
Date rec¿d by MFR : 09oct2019, date of report : 09oct2019. The gas delivery system (gds) was returned for failure analysis. A visual inspection revealed no signs of damage or contamination. During failure analysis, it was determined that the u1 component on the air flow sensor printed circuit board assembly caused the air flow and oxygen flow accuracy test failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25jul2019. The international service engineer performed troubleshooting and confirmed the reported issue. The international service engineer replaced the flow sensor assembly and the issue was resolved.

Event description:
It was reported that the unit had an oxygen accuracy failure. There was no patient involvement.